Manufacturer narrative:
Request has been made to obtain the product. Evaluation is pending upon the return of the product.

Event description:
In 2008 the sales representative reported that during a lumbar fusion procedure the surgeon was implanting a closure top that cross-threaded. Additional info received thee days later via telephone, the sales representative reported that the surgeon was implanting the closure top when it cross-threaded and the surgeon then had to explanted the closure top and implanted the new one. There was no report of pt injury or surgical delay.